Manufacturer narrative:
The device was received for evaluation with a disconnect cap and an evaluation is complete. A visual inspection performed with the naked eye noted white particulate matter inside the fluid path. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted. The reported condition of no flow/restricted flow was not verified. The cause of the white particulate matter was not determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a uv flash transfer set would not flow. This was observed during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.